Event description:
A malfunction alarm with code malf 0 was reported without any notable events occurring beforehand. The customer¿s blood glucose level remained within normal range and did not exceed 500 mg/dl (27.7 mmol/l). Technical support assisted the customer with resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reappears.